Manufacturer narrative:
Corrected data: h6-medical device problem code: "2923" should be added. B5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens -13.5/+2.5/103 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault with rotation. On (B)(6) 2023 the lens exchanged with the same model and similar power but longer length, but the problem was not resolved. Status of the eye: "correct". The cause of the event is unknown. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -13.5/-2.5/103 was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. It was reported that the problem did not resolve. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).